Event description:
It was reported that high out of range shock impedances were noted on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) after beeping tones were emitted. Several incidents of high out of range shock impedances have been noted and are reproducible when the patient holds their hands over head. A lead integrity or connection issue is suspected, and technical services (ts) recommended revision. This ICD and rv lead remain in-service. No adverse patient effects were reported.